Event description:
The MFR received info alleging an issue with a ventilator's peak inspiratory pressure. The device was not in pt use.

Manufacturer narrative:
The device was returned to the MFR for eval. The MFR determined that the device needed to be calibrated. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Device was calibrated to address the issue.